Manufacturer narrative:
The reported device has not been received for evaluation. The cause of the reported event could not be conclusively determined with available information. Should the device be received and evaluated, new information will be submitted in a follow up report. Linked MDR's 2029214-2018-00226 2029214-2018-00227. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium helix coil (coil) detached prematurely during an aneurysm embolization procedure. The devices were used to treat a patient's cerebral aneurysm measured 3mm in max diameter and 3mm in neck width. It is reported the coil and ancillary devices were prepared according to the instruction for use. The microcatheter was flushed continuously with heparinized saline during procedure. No friction was encountered during deliveries of the coil via the microcatheter. The reported coil had been reposition once. The patient had had 3 coils implanted prior to the reported issue was encountered. The coil detached prematurely with half of the coil in the aneurysm sac and half still inside the microcatheter. The microcatheter had to be removed from the patient. No injury reported.

Manufacturer narrative:
This event is not MDR reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 medtronic received information that only coil encountered detachment issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.